Event description:
It was reported that while in the cardio thoracic intensive care unit, both extension lines broke off when the doctor closed the clamps after insertion into the male pt's subclavian vein. As a result, a new kit was opened and used. However, the same issue was met. Add'l info received on (B)(6) 2011 stated only one extension line broke. The red extension line broke off when the doctor closed the clamps after insertion. There was no reported delay, death or complications to the pt and the pt had therapy. Although the report references the "red" line, the picture indicates that it is in fact the venous line and not the red. Reference MDR #3006425876-2011-00067 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.